Event description:
The customer called to report a problem with the insulin pump. The customer was assisted, and the insulin pump passed the self test. The customer's son later called to report that the customer was hospitalized for high blood glucose levels. The son also stated that the backlight doesn't work. The customer's doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.